Event description:
It was reported that prior to a chronic catheter placement procedure, the glue was allegedly dried up. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: a voluntary recall has been initiated for catheter repair kits which are product catalog/lot number specific. Reportedly the catheter repair kits have hardened/coagulated adhesive. Hardened or coagulated adhesive has the potential to cause delays whilst an alternative repair kit, adhesive or replacement catheter is obtained; therefore, potentially prolonging surgery or necessitating exchange. To date there have been no adverse events worldwide reported related to this issue. As result of the field action, this event is being reported as a malfunction reportable event. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that prior to a chronic catheter placement procedure, the glue allegedly dried up. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
A voluntary recall has been initiated for catheter repair kits which are product catalog/lot number specific. Reportedly the catheter repair kits have hardened/coagulated adhesive. Hardened or coagulated adhesive has the potential to cause delays whilst an alternative repair kit, adhesive or replacement catheter is obtained; therefore, potentially prolonging surgery or necessitating exchange. To date there have been no adverse events worldwide reported related to this issue. As result of the field action, this event is being reported as a malfunction reportable event. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one silicone adhesive tube kit was received. The sample appeared to be clean and the components within kit did not appear affected. However the investigation is inconclusive for the reported coagulation and non standard device issues as the reported device was not returned for evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.